Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found with bd microlance¿ 3 needle. The following information was provided by the initial reporter, "customer has used 304622 for aspiration of drugs from vial and multiple rubber particle was present after using 304622 for aspiration. Customer mainly uses 301900 for aspiration of drugs from vial and this product works fine. Is there difference on the needle on 304622? No samples available."

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. No picture neither returned samples were provided. Based on available information and since DHR review show no abnormalities or issues during needles manufacturing process, we are not able to determine the root cause at this time.

Event description:
It was reported that foreign matter was found with bd microlance¿ 3 needle. The following information was provided by the initial reporter, "customer has used 304622 for aspiration of drugs from vial and multiple rubber particle was present after using 304622 for aspiration. Customer mainly uses 301900 for aspiration of drugs from vial and this product works fine. Is there difference on the needle on 304622? No samples available".